Manufacturer narrative:
(B)(4): the meter failed testing the spc was dirty. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an "er5" message. Per the onetouch ultramini owner's booklet, an error 5 message can be due to "insufficient sample applied or meter/strip issue". The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue occurred on (B)(6) 2011 between 1:00pm-2:00pm. The patient stated that she manages her diabetes with insulin (unknown type and dosage) and that on (B)(6) 2011 at midnight, she took more food/drink in response to the reported issue. On the same day at an unspecified time, the patient claimed to have developed symptoms of being "sweaty and nervous" and having "blurry vision and difficulty in walking". The patient denied receiving treatment in response to these symptoms. During troubleshooting, the cca was able to walk the patient through the proper testing procedure as recommended per the owner's booklet but the alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because although the patient denied receiving any medical treatment after the reported issue occurred, she developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.